Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Evaluation summary: analysis found an open circuit within the coil windings of the sensor assembly.